Event description:
Pk papyrus covered stent system was selected for treatment. The stent dislodged from the balloon while it was introduced into a 6f guideliner. The stent was retrieved from patients body.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was displaced on the balloon by about 11 mm in distal direction. The balloon is well folded and shows no signs of inflation. However, dried contrast medium residue was observed in the inflation lumen, indicating the application of vacuum. The stent is slightly opened but shows no other damage or irregularity. Stent imprints on the exposed balloon surface indicate that the stent was crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined. The application of vacuum prior to introduction of the stent system may have contributed to the complaint event. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.